Event description:
The customer reported via phone call that the insulin pump alarmed button error after the customer had been caught in the rain. The customer's blood glucose was 53 mg/dl. He stated that the climate was rainy and humid. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.